Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/29/2014 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 08/18/2014 with the following findings:visual inspection revealed that the battery compartment was cracked between the case seal and the battery cap. There was also a crack observed between the display lens and the case seal. There was evidence of moisture under the display. A leak test was performed and a leak was found at the crack between the display lens and the case seal. The pump case was removed and no evidence of moisture was observed inside the pump. The keypad was non-functional and the display was found to be discolored due to moisture damage.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The reporter alleged that the battery compartment was cracked/damaged. It was noted that there was moisture/corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.